Event description:
The doctor identified a small hole in the area of connection of blue and red lines. No impact to the patient's health was reported.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a supplemental report will be submitted.